Event description:
On 7/30/98 this pt had a swan ganz catheter placed. The placement was completed without difficulty. The rn attempted to wedge the swan 4 hrs later, and the air inserted into the balloon did not return. Nurse notified dr. No further wedge readings were attempted. The lot number was noted. On this day another swan failed. Surgeon was notified and the lot number was the same. The manager in the intensive care unit was notified. On 7/31/98 it was noted that the other catheter which failed in surgery was not the same lot number, however the expiration date was the same. Device still in pt, will be returned to MFR when discharged.